Event description:
Complainant alleged that after attaching electrodes to a male pt (age unknown) and connecting them to the device, which was not turned on, the pt indicated that he received an unintended delivery of energy from the device. Subsequent to the event the facility's biomedical engineering dept, tested the device and was unable to reproduce the reported malfunction. The complainant's facility believes pt actually received a static shock and has returned the device to service. The complainant indicated there was no adverse effect to the pt as a result of the reported event.